Manufacturer narrative:
Two c1535 devices from the customer were received on january 5, 2015 and evaluated. For investigation purpose, the two devices were designated as marker a and marker b. Marker a was received with evidence of use in a procedure. The device was found with approximately 2cm of the shaft missing along with the applicator tip and marker clip. A tip shear was observed. Marker b was received with no evidence of being used in a procedure. The device was found as having been deployed, no marker clip present. No evidence of any defect was observed. Marker a was evaluated - no evidence of breakage of the glue or bond joints. The location of the tip shear occurred behind the glue joint and not at the glue joint. This defect is confirmed to be a tip shear and not a defect in the glue joint. Although a definitive root cause has not been determined, based on our knowledge of the device, it is possible that some tissue may have been blocking the probe, causing resistance during marker deployment. Some resistance is normal during removal of the marker. However, if excessive resistance is felt during removal, instructions provided within the IFU state to remove the entire probe assembly (containing the micromark marker applicator) from the biopsy site. No additional patient follow up care information is available. However, due to the potential for a subsequent procedure and/or other treatment intervention, we are submitting this medwatch report.

Event description:
The affiliate in (B)(4) has reported that after tissue sampling, the doctor deployed the clip. When the doctor removed the c1535, the tip of c1535 was broken and its segment stayed in the patient breast.